Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
A customer contacted baxter's (B)(4) regarding an increased intra-peritoneal volume (iipv) situation (B)(6) ago on the homechoice (hc) during the initial drain (ID). The registered nurse (rn) stated the home patient (hp) had an ID of 4100ml. The hp has a last fill of 2000ml. The technical service representative (tsr) explained and initiated a swap of the device. (B)(4) followed up with the peritoneal dialysis (pd) nurse on (B)(6) 2010 concerning the report of the hp draining 4100ml in the initial drain (ID). The nurse provided the patient's therapy volumes; total volume is 11500ml; fill 2300ml, last fill 2000ml. The nurse stated the patient had a -12 total ultrafiltration (uf) on the prior therapy indicating some fluid being retained, but nothing close to the initial drain volume. The nurse stated the patient did feel full the entire day prior to this event but did not initiate a manual drain as she had been trained to do. The nurse stated the patient has been re-educated on performing a manual drain. The nurse stated she reviewed the logs and the patient did not bypass. The nurse also said this appeared to have been a onetime thing as the patient performed therapy the (B)(6) with no reported problems. The nurse confirmed there was no patient injury or medical intervention associated with this event and the patient is using the new cycler and is doing fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty of a drain volume meeting increased intraperitoneal volume (iipv) criteria was neither confirmed in the device logs nor duplicated during evaluation. Due to additional therapies being performed after the date of the reported difficulty thus overwriting the previous data, there is no event & therapy log data available from the date of the reported issue. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume (iipv) criteria. The device passed the homechoice return instrument test / evaluation (rite) electrical and rite functional test. Review of the previous service record revealed no issues that may have contributed to the reported difficulty of an iipv. The device functioned normally during product analysis lab testing. The root cause of the iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).